Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the reservoir had air bubbles. Customer's father called in to report that he has reservoirs that are defective. The patient¿s blood glucose was unknown at the time of the incident. Customer's father stated that reservoirs in question cannot push the air bubbles out and that some parts seems to be loose. Air bubbles are not coming out of the reservoir. The reservoir was expected to be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir snap-cap width dimensions dop114-811 and d6014595. Using a new lab infusion set connected reservoir and found easy to connect/release.